Event description:
It has been reported to philips that the system shutdown during startup. The system was restarted multiple times, which resolved the issue; however, the system shut down again shortly after. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the reported problem. According to the information collected, the planned non-emergency vascular treatment was aborted and rescheduled. A philips service engineer inspected the system onsite and analyzed the log file. According to the log file analysis, it was confirmed that the session manager process crashed on the suite pc. The philips service engineer re-installed the suite pc software to fix the issue. The system underwent full testing and was returned to working order.